Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from another healthcare professional (hcp). It reported the catheter was found to be functioning at the time of surgery and was not replaced. Pump was in appropriate position. The pump was replaced on (B)(6) 2018 with no kinks in catheter seen. See manufacturers report 3004209178-2018-06425 for pump related information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine (20 mg/ml at 2.757 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and peripheral neuropathy. It was reported that the patient stated that occasionally her pump would flip and occasionally the catheter would kink, but the pump was a life changer in regards to her peripheral neuropathy. No symptoms were mentioned. No further complications were reported.